Event description:
It was reported that this implantable pacemaker device exhibited an increase in power consumption which affected this device's longevity. Engineering analysis determined that the battery consumption of the device has increased and requires replacement. Additional information from the field indicated that the device was explanted due to premature battery depletion (pbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This particular device was not included in the hydrogen induced premature depletion advisory population. However, this capacitor behavior can still occur in non-advisory devices. The patient code appropriate term / code not available captures the reportable event of surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had accelerated battery depletion. An engineering analysis was performed in which result showed that the device power consumption has been increasing during the past year and is expected to continue to increase. A device replacement was suggested and to return device for detailed analysis. To date, the device remains in service. No adverse patient effects were reported.